Event description:
After a staff person called from the diabetes treatment center to report the unit was displaying a version message after the new batteries were installed. Device was not dropped, bumped, or exposed to moisture.